Event description:
The lay user/ patient contacted lfs alleging inaccurate high readings on the one touch verio pro meter. The patient obtained a 157 mg/dl on the lfs meter and a 120 mg/dl in the lab. Readings were taken less than 10 minutes from one another. The difference between the meter to lab is greater than 15%. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The product was replaced. The test strips was returned and it was noted that the test strips had passed testing.

Manufacturer narrative:
Lifescan (lfs) received the test strips back and the meter had passed testing. Once the meter is returned and tested, lfs will send a supplemental report to the FDA. The 510 (k) # (B)(4).